Manufacturer narrative:
This report for non-fatal serious injury/device malfunction has been stored under the covid-19 pandemic in accordance with the guidance published by FDA, postmarketing adverse event reporting for medical products and dietary supplements during a pandemic. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus (B)(4), there is the possibility that the reported phenomenon was attributed to device handling and/or connection mistake of the user.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that a nurse in the operating room found that there was discharged liquid in the insufflation tube during a preparation for cholecystectomy procedure and an engineer of the facility found that there was water in the internal pipe of the subject device. The nurse and the engineer could not specify the reason. The engineer connected a carbon dioxide cylinder for gas supply. The gas was supplied for 10 minutes, but the liquid could not be discharged. The user replaced the subject device with a spare device and completed the intended procedure. There was no report of patient injury associated with the event.